Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that platelets did not begin exiting the lrs chamber until approximately 24 minutes into the run,rather than at approximately 12 minutes as expected. It is possible that this delay in platelets exiting the chamber could have contributed to the higher-than-expected wbc content in the platelet product reported for this collection. Based on the available information, it cannot be ruled out that there was an air block in the platelet line or the platelet product bag was clamped. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. Possible root causes were provided in the initial report for this event.